Event description:
Additional information received reported that the physician does not know how compliant patient was with follow up. Dacron graft was sewn in after the stent graft were explanted. The physician could not determined the cause of event.

Manufacturer narrative:
(B)(4)

Event description:
An unknown endurant stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported a follow up CT scan done showed no endoleak but the aneurysm continued to grow. The stent graft was explanted. The aneurysm measured 10 cm on the date of explant. No additional clinical sequelae were reported and the patient is fine.